Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6) +20.0d) was removed at the time of initial surgery due to disinsertion of the trailing haptic. During placement of a second lal+ (sn (B)(6), +20.0d), a posterior capsular tear was noted and the surgeon elected to remove this lal, perform a vitrectomy and place an iol from another manufacturer in the sulcus. Rxsight's first awareness of the event was on (B)(6) 2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #:(B)(4).